Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Detached needle caps; found on routinely check-ups.

Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned three photos for evaluation. Reference pic 1_tc # 20038831, pic 2_tc # 20038830,38831, and pic 2 _tc # 20038830,38831. Visual inspection of the photos revealed one photo of a lidstock and two photos of 45mm needles. In one photo the guard was loose on the needle and in the other photo the guard appeared to be completely removed. The customer returned one ez-io 45mm needle set for evaluation. Visual inspection of the unopened kit revealed that the needle guard was still covering the needle. The kit was opened, and the guard was found to still be on the needle; minimal force was required to remove the guard. The needle guard was reattached to the needle. The guard fit snug and required moderate force to remove. This failure mode is likely related to the design of the kits packaging. Certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 12/2019 and is approximately 1.5 years old. A CAPA is in process to further investigate the issue of the needle cover becoming detached. The complaint of a guard becoming removed from its needle while still in the kit was able to be confirmed by a complaint investigation of the returned sample and customer photos. When the returned kit was opened, it was confirmed to contain a needle with its guard not fully secure to the needle. The likely cause of this complaint is the package design. A CAPA is in process to further investigate the issue of the needle guard becoming detached.

Event description:
Detached needle caps; found on routinely check-ups.